Event description:
Pt was admitted with shortness of breath. An x-ray was done showing congestive heart failure. Cardiology was consulted and felt pt's pacemaker had failed. Pt went to surgery and had medtronic generator and lead changed without any problems. Pt was discharged and will be provided with follow-up care.